Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive three-port through the peg jejunal tube was used during a jejunal tube replacement procedure performed on (B)(6) 2020. According to the complainant, during the procedure, when jejunal tube was placed, the physician pulled the wire out and the entire inner tube came out as well. Reportedly, the wire was easy to pull. The procedure was completed with a new endovive three-port through the peg jejunal tube. There were no patient complications reported as a result of this event.